Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03378. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device - 8 months (calculated from the date when the modular cable was manufactured to the date it was opened to be used on the patient). Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed an issue that would have contributed to the report that the modular cable was unable to be connected. Visual inspection of the pins within the controller connector and in-line connector of the modular cable revealed that they were unremarkable and showed no evidence of bending or other damage. Examination of both connectors revealed no evidence of fluid residue or ingress. Microscopic inspection confirmed a frayed and damaged o-ring in the modular cable in-line connector, suggesting that the o-ring was displaced from its groove at the time of the attempted connection to the pump cable. The displaced o-ring in the modular cable in-line connector would have interfered with the complete connection between the modular cable and pump cable, resulting in the report that the modular cable was unable to be connected at the time of implant. During the investigation, the modular cable was able to be fully mated with a test pump cable with no yellow line visible beneath the locking nut; however, slight difficulty was noted when making the connection as compared to making the connection between a test modular cable and pump cable. No difficulty was noted when connecting the modular cable to a test system controller. The modular cable passed electrical testing without issue. The heartmate 3 lvas IFU provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. This document states that the yellow line on the threaded portion of the pump cable in-line connector should be fully covered to ensure a secure connection. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that during implant, the modular cable was exchanged and will be returned due to not being able to connect. No additional information provided.

Manufacturer narrative:
The devices PMA number was missing in previous reports. The PMA number is p160054.